Event description:
It was reported that the pump is not circulating. An overtemp code was received. No additional information provided. Patient involvement is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was confirmed that the device was not pumping. The cause of the issue was found to be the pump. The pump was replaced. Device passed all functional tests after pump replacement. Service history identified that no previous repair has been noted in the last 12 months.